Event description:
It was reported that the programmer had excessively loud fan noise and that there was wand failure. Both the programmer and the radiofrequency programmer head were returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: analysis confirmed the customer comment of "wand failure" and the out of specification head cable was replaced. Analysis also found the label delaminated and it was replaced. (B)(4).

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: product ID 2090w programmer. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer had excessively loud fan noise and that there was wand failure. Both the programmer and the radiofrequency programmer head were returned for service. No patient complications have been reported as a result of this event.